Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system. Additionally, the lead exhibited loss of capture (loc) on the presenting electrogram (egm). Review of the ra lead impedance trend showed that pacing impedance measurements gradually increased. Further review was recommended to the clinic. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.